Event description:
Additional information received reported that a patient¿s device never worked and the implantable neurostimulator (ins) never helped that much. The patient experienced pain related to her ins and had her system removed. Now she was having pelvic pain for a variety of reasons and an MRI was needed. The doctor removed the ins but now he needed to remove electrode fragments.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that compatibility guidelines were requested for the following: MRI. The area to be scanned is the back. The caller had guidelines. The caller stated, the patient had implantable neurostimulator (ins) explanted along with leads on (B)(6) 2014. The MRI order says that two electrodes remain implanted. The MRI order says the ins was 'malfunctioned' and that the patient had chronic pain from ins. The reason for MRI today is back pain; caller was unsure if related to ins. The caller was asking can they do a MRI safely on patient of ¿l¿ spine for chronic low back pain. The caller had no other specifics as she was the MRI tech. Additional information received from the healthcare provider noted that: this was not removed by our office. The patient was seeing someone in (B)(6) for this.

Manufacturer narrative:
Product ID 3889-28, lot# v128377, implanted: 2008 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).